Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to red cell hang up as all samples met specifications. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode red cell hang up. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there were red blood cells hanging on the wall and floating in the serum. This has occurred in a large number of tubes across two lot numbers. No patient impact reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3088829; d4. Medical device expiration date: 31-03-2024; h4. Device manufacture date: 29-03-2023. D4. Medical device lot#: 3128897; d4. Medical device expiration date: 30-04-2024; h4. Device manufacture date: 08-05-2023. E.1. Initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there were red blood cells hanging on the wall and floating in the serum. This has occurred in a large number of tubes across two lot numbers. No patient impact reported.